Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis on (B)(6). The patient was not hospitalized. The pd nurse stated that the patient is no longer on peritoneal dialysis, switched to hemodialysis, and is now at the center. In additional follow-up, the patient¿s pd nurse stated that the patient had experienced a leak from the pd solution bag to the heater line of the fresenius cycler cassette. Per the nurse, there were no defects with the cassette or the pd solution. The cassette has been discarded and lot number is unknown. The nurse indicated the cause of the leak was patient error as the patient does not have good dexterity and is unable to properly connect. On (B)(6) 2024, the patient was in seen the outpatient for follow-up due to the contamination (breach in sterile pathway). The nurse reported that the patient had a pd culture obtained (the same day) which grew the bacteria coagulase negative staphylococcus. The patient was treated with antibiotics using vancomycin and meropenem (doses not provided) intra-peritoneal (ip)on an outpatient basis. Due to patient¿s inability to properly perform pd with respect to infection control, the patient is not a good candidate for pd therapy. The patient was switched to hemodialysis for renal replacement needs and is recovering from the event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with these events. Peritonitis is a well-documented complication in pd patients. The patient¿s pd culture grew staphylococcus which is bacteria normally found on human skin. Therefore, based on the reported information, the peritonitis event can be reasonably attributed to a breach in aseptic technique due to patient error with connecting the pd solution to the fresenius cassette. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis on 8/27. The patient was not hospitalized. The pd nurse stated that the patient is no longer on peritoneal dialysis, switched to hemodialysis, and is now at the center. In additional follow-up, the patient¿s pd nurse stated that the patient had experienced a leak from the pd solution bag to the heater line of the fresenius cycler cassette. Per the nurse, there were no defects with the cassette or the pd solution. The cassette has been discarded and lot number is unknown. The nurse indicated the cause of the leak was patient error as the patient does not have good dexterity and is unable to properly connect. On (B)(6) 2024, the patient was in seen the outpatient for follow-up due to the contamination (breach in sterile pathway). The nurse reported that the patient had a pd culture obtained (the same day) which grew the bacteria coagulase negative staphylococcus. The patient was treated with antibiotics using vancomycin and meropenem (doses not provided) intra-peritoneal (ip)on an outpatient basis. Due to patient¿s inability to properly perform pd with respect to infection control, the patient is not a good candidate for pd therapy. The patient was switched to hemodialysis for renal replacement needs and is recovering from the event.